Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 600 mg/dl with large ketones considered life threatening; cause was unknown, however, customer does not enter bg value into the pump when taking correction boluses for food consumption. Additionally, customer uses cartridges and infusion sets longer than the 3 day use indicated by tandem labeling. Tandem technical support educated customer on labeling; customer acknowledged. Bg was addressed via a correction boluses via pump, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.